Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high and rising thresholds and rising impedance two days post implant. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.